Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4). C3 ez steer cs catheter, model # d-1263-07-s, lot # 17644445m. Baylis medical large curve transseptal needle, model # nrg-e-hf-71-c1. Baylis medical torflex transseptal sheath, model # tf85-32-63-55, lot # tfff051016. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Toward the end of the procedure, the patient became hypotensive and a tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded an unspecified amount of fluid. Remainder of procedure was aborted. Patient was reported to be in stable condition. Patient was transferred to the intensive care unit for observation. Patient required extended hospitalization as a result of the adverse event. Patient fully recovered. Factors cited that may have contributed to the adverse event include a difficult 2nd transseptal puncture. It was thought that the injury may have occurred during the 2nd transseptal puncture as a result of contacting the back wall. Physician did not provide a causality opinion. Transseptal puncture was performed with a baylis medical large curve transseptal needle. Sheath in use was a baylis medical torflex transseptal guiding sheath. Generator was set on power control mode. Other generator parameters and settings at the time of injury were not reported. Overall ablation time and last ablation cycle time at the site of injury were not reported, as no ablation was performed at the site of injury. Irrigated catheter flow was on standard flow settings according to wattage. Patient received anticoagulant during the procedure with activated clotting time maintained in an unknown range. Physician was unable to utilize respiratory gating. It was noted that the 20 pole was out of mapping range. There is no information regarding spi value. Smart touch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed prior to fast anatomical map creation, after left atrial pacing, and prior to ablation. Forces varied throughout the procedure. Carto® 3 system did not indicate to re-zero the catheter.

Manufacturer narrative:
On 5/12/2017, we learned that the manufacturing/expiry dates provided in the original device history record review were incorrect. These dates, and the associated UDI number, have been corrected. Manufacturer¿s reference number: (B)(4).